Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the photo of the device confirmed the reported event. The device was found to be cracked and broken. Root cause and corrective action are documented in the CAPA system. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
It was reported that the attune femoral cracked when the surgeon was putting the femur on.

Manufacturer narrative:
Product complaint # (B)(4).